Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that the machine was not booting. The fse reseated the hdd on the host pc, which resolved the reported issue. After this, the reported issue didn¿t reoccur, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.